Event description:
It was reported that the customer experienced a false positive result with an ID now covid-19 assay. Confirmation testing was performed using pcr and generated a negative result. The customer reported the patient experienced a delay in transfer to another hospital. There was no reported patient impact.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Manufacturer narrative:
This report is being filed on an international product, list number 190-000j that has a similar product distributed in the us, list number 190-000. Investigation results: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m169442 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000j / lot: m169442, test base part number 190-430 / lot: m169442. The lot met the required release specifications. A review of the complaints reported as false positive and/or false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot m166852 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue.